Event description:
The patient's mother reported that she had obtained er1 "last week" (week of 8/10) on her son's surestep meter. A comparison with the color chart indicated dark blue. A second result yielded er1 and a third result was hi. The patient was given "2 times his normal insulin dose." He bottomed out with a surestep meter result of 54 mg/dl and was given sugar to raise his blood glucose. No med treatment was sought.